Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that patient was referred back to our office for lower left face edema. Vestibular fullness adjacent to failed implant #19. Tooth #19 has peri-implantitis upon removal of implant #19, it was noted to have a four wall defect. Surgical/medical intervention required for permanent damage: yes, removal. Additional appointment required: no. Symptoms as a result of the event: abscess, pain, edema and inflammation.